Manufacturer narrative:
Investigation conclusion: all positive sample provided showed no abnormal sars amplification. Results appear valid. Repeat samples that tested negative are likely near lod. False positive rate is below standard set in the package insert. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. The patient sample which was initially negative on a rapid antigen test later tested positive with solana. In a repeat solana test (8h later), the patient sample was negative. The overall false positive rate for several hundred tests was reported to be less than 2%.